Manufacturer narrative:
Device unique device identifier (UDI) now provided.

Manufacturer narrative:
On (B)(6) 2016, a medtronic representative went to the site to test the equipment after the mobile view station (mvs) fuses were replaced. A system check-out was performed; mechanical test, imaging test and safety inspection all passed; system performed as intended.

Event description:
A medtronic representative reported that the imaging system¿s mobile view station (mvs) blew a fuse. This event occurred when setting up the equipment; no patient was present.